Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion.the event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned and a visual examination found white residue noted across the liner, a thin liner strand was found at 4.5" from distal strain relief that appears still attached to the liner on both ends, stress mark was noted on hdpe at 5.7"" from distal strain relief by location where liner tear ends, hdpe damage at 3.25" from distal strain relief, and a full liner strand revealed 2" in length upon engineering attempts to remove thv. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the evaluation of the returned device. In this case, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as it was reported, "the perceived root cause was slight tortuosity with a small amount of calcium." It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3ur crimped valve through the esheath have been previously identified in product risk assessment (pra).

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral approach, push force was unusually high, and the valve was not advancing through the external iliac. The c-arm was checked, and nothing abnormal was noted. Another implanter swapped in and also tried to advance the valve without success. The implanter pulled the 14 fr esheath back 1-2cm and tried to advance the valve, still with no success. The decision was made to inject propofol through the flushport of the commander system and began advancing the valve with high push force. They panned down again with the c-arm and noticed a bent strut. The decision was made to remove the system as one unit. A new valve, commander, and 16f esheath were prepped and inserted into the patient. The perceived root cause was slight tortuosity with a small amount of calcium. There was no patient injury. Pre-deco observations showed a full liner strand revealed 2" in length.